Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys troponin t hs assay on a cobas 6000 e 601 module. On (B)(6) 2018, the patient had a first sample collected and tested, resulting with a troponin t value of 72 pg/ml. This value corresponded to the clinical picture of the patient. Based on this result, the patient was admitted to the hospital. The patient then had a second sample collected and tested on (B)(6) 2018. The patient was administered heparin prior to this sample collection. The toponin t result from this sample was < 3 pg/ml. The < 3 pg/ml result was reported outside of the laboratory to the doctor and did not agree with the patient's clinical picture. The sample was repeated, resulting with a value of 69 pg/ml. The value of 69 pg/ml corresponded to the patient's clinical picture. No adverse events were alleged to have occurred with the patient. The troponin t reagent lot number was 295258. The reagent expiration date was asked for, but not provided.